Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via letter from the food and drug administration that the customer passed away in an unknown location. The customer had paramedics trying to revive them but it did not work. The cause of death was unknown. The reporting party did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 1000 mg/dl at the time of death, per the autopsy. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The customer was found unresponsive in her apartment. The next of kin had tried to turn on the device but were unable to do so. The reporting party did not state whether the next of kin would return the insulin pump for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Insulin pump material number has been updated from mmt-xxx to mmt-751nah.